Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: sound of the system is too low even when is on the highest volume. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be the rf board. Gtin #: (B)(4).

Event description:
It was reported that there was a thermal event that led to burnt components.

Manufacturer narrative:
Alleged failure: sound of the system is too low even when is on the highest volume. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was a thermal event that led to burnt components.